Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that defective stopper was found during use with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "syringe presents plunger deformed in the stopper, making impossible the aspiration of the correct dosage of the drug."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective stopper was found during use with a bd plastipak 10ml syringe slip tip. The following information was provided by the initial reporter, "syringe presents plunger deformed in the stopper, making impossible the aspiration of the correct dosage of the drug."